Manufacturer narrative:
No analysis is available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the records reviewed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The power supply for the unit sparked when plugged into the outlet. The power supply and cable will be replaced.